Manufacturer narrative:
Integra has completed their internal investigation on 9/25/2015. The investigation included: methods: evaluation of actual device; review of device history records; review of complaints history. Results: the failure analysis investigation verified the complaint incident. Error code e1057 occurred during incoming inspection, the power board was identified as defective. The DHR was reviewed for cam02 monitor serial number (B)(4). Date of manufacture: 2014 dec. No non-conformance reports were raised during the manufacturing process for this cam02 monitor. The DHR review verified all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. Service history: there is no service history for cam02 monitor 1141202317. Rate of occurrence: during the time period '(B)(6) 2014 to (B)(6) 2015', the global product usage for cam02 monitors was calculated as (B)(4) usages, using the total quantity of cam02 monitor catheter sales sold per cam02 monitor customer to calculate the quantity of usages. The quantity of complaints over the review period (3) with the key word identified in the complaint review can therefore be calculated as (B)(4) of procedures. Conclusion: the root cause was identified as the supply voltages out of bound as a result of the battery used with the cam02 monitor.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
This is the second of two reports (same product ID, same user facility, same product problem, different serial numbers). The cam02 was found to have "power board failure" notification after turning on the unit error code e1057 was reported. The problem was found after turning on the monitor. There was no pt contact; no pt prepped for surgery. There was no delay in surgery.